Event description:
The patient¿s treatment did not document any adverse event. The treatment goal was to remove a target of 2.0kg from the patient. The patient start weight was (B)(6) and post treatment weight was (B)(6) for a loss of 1.9kg. The uf rate during treatment was 570ml/hour and yielded a total fluid removal of 2009ml. No additional saline was administered to the patient during treatment and there was no documentation of any issues with the patient during the treatment. The patient¿s blood pressure remained steady throughout the treatment. The report of high uf with additional saline administration cannot be confirmed based on the reviewed treatment data. A fresenius regional equipment specialist (res) evaluated the machine. The uf problem identification procedure was performed and the machine passed. Per the res, no problems were found. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required.

Manufacturer narrative:
Plant investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. Follow-up information was provided which confirmed that the 2008t hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a during a patient hemodialysis (hd) treatment the ultrafiltration removal was high. Upon follow up with the facility administrator it was confirmed that the patients¿ blood was returned at the end of treatment and saline was used to restore lost fluids to the patient. Patient was able to finish treatment on the same machine with no harm, no adverse event, or required any medical interventions. The machine was removed from service and a fresenius regional equipment specialist (res) evaluated the machine. The uf problem identification procedure was performed and the machine passed. Per the res, no problems were found. The biomedical technician at the customer location stated the machine has been returned to service.